Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor retrieval balloon was used during a removal of a bile duct stone on (B)(6), 2011. According to the complaint, during the procedure the balloon was, despite multiple attempts, difficult to deflate. The balloon was able to be removed from the papilla, but the physician was unable to remove all the air from the balloon. Multiple deflation attempts were made, the inflation syringe was removed and reattached to the catheter and eventually the balloon was able to be withdrawn into the endoscope. The procedure was completed with another extractor balloon with no patient complications. The patient's condition had been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed no defects to the catheter shaft, however a thick white substance was found inside the balloon which is believed to be contrast. Due to the substance the balloon could not be inflated so the complainants report of deflation difficulty was unable to be confirmed through functional evaluation however a blocked inflation lumen is consistent with inflation and deflation issues. Based on the analysis results, the root cause of user/use error will be assigned to this complaint as contrast instead of air was injected into the balloon inflation lumen. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor retrieval balloon was used during a removal of a bile duct stone on (B)(6), 2011. According to the complaint, during the procedure the balloon was, despite multiple attempts, difficult to deflate. The balloon was able to be removed from the papilla, but the physician was unable to remove all the air from the balloon. Multiple deflation attempts were made, the inflation syringe was removed and reattached to the catheter and eventually the balloon was able to be withdrawn into the endoscope. The procedure was completed with another extractor balloon with no patient complications. The patient's condition had been described as "good."